Event description:
It was reported while using texium needle-free syringe 30ml the product was damaged and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: bd syringe that snapped at the luer lock connection whilst manipulating drug. It resulted in a spill and wastage.

Manufacturer narrative:
The reported lot # 92133501 was not found for the reported catalog # my8030-0006. Investigation summary: a my8030-0006 sample was not available for investigation; however, the customer indicated the complaint sample is from lot 92133501. The feedback provided by the customer suggests the texium snapped away from the syringe following attempted use, which resulted in leakage. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 92133501 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the complaint sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the my8030-0006 product over the past 12 months.